Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15826701 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
During the coiling procedure, the orbit galaxy complex fill coil (640cf0306/15826701) stretched during insertion/positioning in the target aneurysm. No additional torque or manipulation was used, getting the coil to stick to the coil mass, or trying to remove from the sl-10 microcatheter and bumping into the distal end of the microcatheter. During placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was used with subsequent devices. A constant and dedicated saline source was used at all times through the microcatheter, and the microcatheter was not re-shaped. After the event, no other damages were noticed on either device (kink, bend, fracture, separate, stent, coil ring fracture or bent, etc), and the coil remain attached to the delivery system. The target site was the right ica. There was no adverse event reported and the product will be returned for analysis.

Manufacturer narrative:
During the coiling procedure of the right ica, the orbit galaxy complex fill coil ((B)(4)) stretched during insertion/positioning in the target aneurysm. No additional torque or manipulation was used, getting the coil to stick to the coil mass, or trying to remove from the sl-10 microcatheter and bumping into the distal end of the microcatheter. During placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was used with subsequent devices. A constant and dedicated saline source was used at all times through the microcatheter, and the microcatheter was not re-shaped. After the event, no other damages were noticed on either device (kink, bend, fracture, separate, stent, coil ring fracture or bent, etc.), and the coil remain attached to the delivery system. There was no adverse event reported and the product was expected, but to date it has not been returned for analysis. A non-sterile orbit galaxy complex fill coil 3 x 6 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The support coil was found zipped and no damages were noted on it. The support coil, gripper and embolic coil were found outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper and embolic coil were inspected under microscope; the gripper was found without damage while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure stretched coil was confirmed during the analysis. The condition of the embolic coil was apparently caused by applying excessive force on it, but it could not be conclusively determined. However, these defects could not be related to the manufacturing process, but it appears that procedural factors contributed to these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Based on the information and analysis, the reported event might have been related to procedural or handling process. Additionally, inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
During the coiling procedure, the orbit galaxy complex fill coil (640cf0306/15826701) stretched during insertion/positioning in the target aneurysm. No additional torque or manipulation was used, getting the coil to stick to the coil mass, or trying to remove from the sl-10 microcatheter and bumping into the distal end of the microcatheter. During placement, the coil was not left in the aneurysm, while the microcatheter was repositioned. After the event, the same microcatheter was used with subsequent devices. A constant and dedicated saline source was used at all times through the microcatheter, and the microcatheter was not re-shaped. After the event, no other damages were noticed on either device (kink, bend, fracture, separate, stent, coil ring fracture or bent, etc.), and the coil remain attached to the delivery system. The target site was the right ica. There was no adverse event reported and the product was expected, but to date it has not been returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15826701 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is possible that aneurysm size/characteristics and device manipulation contributed to the reported event; however, based on the limited information and without the return of the device for analysis, no conclusion can be made regarding root cause/contributing factors. With review of the device history records there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.